Event description:
The patient claimed the suspect device was reading their blood glucose 50 points too high. Patient said they went to the ER with hypoglycemia and their glucose was 49 mg/dl there, when their suspect device result was 94 mg/dl. Pt was treated with a glucose IV. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.